Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the user experienced a login issue. A technical support specialist confirmed with the customer that the user had worked with their it team and successfully regained access. The tss attached the knowledge article ¿medstation es ¿ ad users cannot login with reason account already locked ¿ user is not valid - invalid extension grant¿ for user reference. The system functioned as intended after the hospital it team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es user cannot log in with fingerprint. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.